Event description:
It was reported that on (B)(6) 2008, the patient underwent stenting in the mid right coronary artery with two xience v stents (2.5x28 and 2.75x12). On (B)(6) 2011, the patient collapsed in his wife's arms and passed away. Death certificate or autopsy report are not available; however, the physician surmises that the patient had a major cardiac event. Per the physician, it is likely that the left side of the patient's heart shut down, followed by the right side of the heart. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of death as listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use as a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.